Manufacturer narrative:
Alleged failure: it was reported by the sales rep gerrard rohan during the procedure, the strykeflow2 hand piece started to smoke. The case was momentarily held up for them to swap out the suction irrigator. The replacement strykeflow2 worked with no issues. No staff or patient were harmed during this incident delay was momentarily ref (B)(4) salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the product emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product emitted smoke.